Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 400 mg/dl. Customer¿s other blood glucose level was 382 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with syringe. Customer reported that the insulin pump had received no delivery alarm during manual prime. Customer stated that the insulin pump was not working. Customer also stated that the insulin did exit. Customer was declined to troubleshoot for high blood glucose level. The insulin pump will be returned for analysis.